Manufacturer narrative:
The user guide states ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous decreased blood glucose levels of 36 mg/dl. Reportedly, the customer was using off-label insulin with the pump and tandem clinical diabetes specialist recommended the customer to switch tandem approved insulin. Multiple attempts were made by tandem technical support to follow-up with the customer however, the customer did not respond.